Event description:
It was reported that during a da vinci-assisted cholecystectomy general surgical procedure there was a light gold tab missing on one side of the permanent cautery hook instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.3350" x 0.2395" in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.